Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon placed pin directly ap for patient in femur. Surgeon claims that once the pin engaged with the posterior cortex he felt the torque on the pin engage and then release, prompting him to check the pin, which was found to be broken at the tip. Put was stayed and tip located in femoral canal.

Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when placing the bone pin in the femur. The fracture was confirmed after a successful case using a post op xray. Device evaluation and results: not performed as the device was not available for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w47890 shows 3 additional complaint related to the failure in this investigation. These complaint investigations are (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed (catsweb system is CAPA (B)(4)) while the second is still open (trackwise (B)(4)). The device was not returned for evaluation.

Event description:
Surgeon placed pin directly ap for patient in femur. Surgeon claims that once the pin engaged with the posterior cortex he felt the torque on the pin engage and then release, prompting him to check the pin, which was found to be broken at the tip. Put was stayed and tip located in femoral canal.